Manufacturer narrative:
The insulin pump had a cracked battery tube threads and minor scratched display window. In addition, moisture damage was found on the electronics and motor.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer stated the insulin pump stopped working, treated with humalog bolus last several days. Customer stated the insulin pump got wet and stopped working. Customer's blood glucose was around 120mg/dl. The insulin pump got exposed to pool water. Customer reported fluid under lcd display. Advised customer to discontinue the use of the insulin pump and revert to back up plan.